Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "injected insulin into her leg and the needle detached.. She was able to remove the needle."

Manufacturer narrative:
An investigation is currently underway; upon completion of the results will be forwarded.